Manufacturer narrative:
This is one event of two events reported for the same pt involving two separate products; associated mdrs # 1225714-2013-03556, 1225714-2013-03557, 1225714-2013-03558, 1225714-2013-03559.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event inf (B)(6) 2011 and remained in a coma for 2 days after use of the product. Then on (B)(6) 2011 the decedent experienced a cardiovascular event and subsequently expired after use of the product.